Event description:
The customer questioned results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl) on a cobas 6000 c (501) module. Based on the data provided, the na and cl were discrepant when repeated on a different c501 module. The initial na result was 113 mmol/l from the c501 module in question. The repeat result from the other c501 module was 138 mmol/l. The initial cl result was 100 mmol/l from the c501 module in question. The repeat result from the other c501 module was 85 mmol/l. The incorrect results were not reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and identified a faulty reference solution valve. The fse replaced the valve and rinse tubing. All mechanical and operational checks passed successfully. The issue has been resolved at the customer site. The cause of the event could not be determined.